Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported a loose aberrometer dovetail observed before a surgical procedure. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and found the issue to be a third-party loose female dovetail that attaches to the bottom of the microscope. There was no issue identified with the system dovetail attached to the aberrometer. The company service representative placed the thread locker onto the third-party dovetail and realigned the aberrometer to the microscope. The third-party dovetail was recently replaced by the customer, which likely attributed to the reported event. The company service representative advised the customer to notify company of work performed on the microscope and third-party dovetail so that company can verify the system performs as intended. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a third-party part that is not manufactured by our company. The manufacturer internal reference number is: (B)(4).